Manufacturer narrative:
The returned ipg was analyzed and the device passed the functional test and revealed no anomalies. It is indicated the two leads and one clik anchor will not be returned. A review of the manufacturing documentation for the sc-4319 clik anchor lot 2000022928 and sc-2408-56 leads serial (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting enough pain relief. The patient underwent an explant of the entire system and was doing well post operatively.

Manufacturer narrative:
Additional devices: model: sc-4319, upn: (B)(4), product: family scs-lead fixation-MRI, lot: 2000022928, model: sc-2408-56, upn: (B)(4), product: family scs-linear leads-MRI, serial: (B)(4). Field 6 implant date: leads and anchors implanted on (B)(6) 2018, ipg was implanted on (B)(6) 2018.

Event description:
A report was received that the patient was not getting enough pain relief. The patient underwent an explant of the entire system and was doing well post operatively.